Manufacturer narrative:
(B)(4). Batch #unk. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during an unknown procedure, the clip was not fed into the jaws with the trigger grasped half way. Then, the surgeon fired the device outside the patient for functionality, and it was found that scissoring occurred in the device. Another device was used to complete the case. There were no adverse consequences to the patient.